Event description:
It was reported that a stent damage occurred. The 85% stenosed target lesion was located in a severely calcified and severely tortuous left anterior descending (lad) artery. A 3.50mmx12mm promus element plus stent was selected and advanced to treat the lesion. When the device passed through the lad, it was noted that stent strut was deformed . The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the hypotube was kinked at various locations along its length. No further damage was noted on the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in a severely calcified and severely tortuous left anterior descending (lad) artery. A 3.50mmx12mm promus element plus stent was selected and advanced to treat the lesion. When the device passed through the lad, it was noted that stent strut was deformed . The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at the tine of event: 18 years older. Device is a combination product. (B)(4).